Manufacturer narrative:
D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. An analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Based on the information available, there is no indication that a design or manufacturing issue has caused the reported complaint condition. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a pvi (pulmonary vein isolation) ablation with a vizigo sheath and the patient experienced cardiac perforation that required pericardiocentesis and cardiac surgery. The patient was prepped in the centers usual fashion for a pvi ablation. Once the physician had obtained transseptal with the pigtail wire across the septum into the left atrium, he continued to dilate with the baylis vizigo connect dilator. After advancing the vizigo sheath into the left atrium, the physician noticed the patient's low blood pressure. The physician used the soundstar catheter placed into the right ventricle to check for effusion. Pericardial effusion was confirmed and the physician continued with pericardiocentesis. Patient required surgical intervention for the perforation located in the left atrial appendage. The patient required extended hospitalization and was in an induced coma. The physician's opinion on the cause of the adverse event was transseptal. No ablation was performed prior to noting the pericardial effusion.